Event description:
Customer reported she was changing her infusion set and now she is getting a no delivery alarm. The device was also making all kinds of noises. Customer stated she had eye problems. Call was transferred for troubleshooting assistance. The insulin pump alarmed no delivery during manual prime. Customer's blood glucose was 150 mg/dl. Customer declined troubleshooting; she had all ready thrown away the infusion set and reservoir to the trash. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.